Event description:
It was reported that there was a post procedure pneumothorax on (B) (6)2010. It was further reported that the pt's lesion was very posterior and the pt was admitted to the hospital and received a pneumocath. The catheter was removed the next day and the pt went home. There was no allegation that the superdimension system caused or contributed to the pneumothorax.

Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges, and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.